Manufacturer narrative:
Exact date unknown, event occurred in the past few weeks from the date the manufacturer was made aware.

Event description:
It was reported that the patient was experiencing pain and swelling at the ipg site. It was also reported that the patient was experiencing overstimulation and was charging the ipg frequently. Reprogramming was done, however, unsuccessful. Database analysis revealed no anomalies. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded.